Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced five infusion sets leakage in tubing. Infusion set was in use for 6 hours. Patient's blood glucose at the time of issue was displayed as high. Patient took correction bolus via pump to address high bg. Patient replaced infusion sets and resumed insulin successfully. No further information available.